Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump time was off by 10 hours. Customer denied it was use error. Blood glucose (bg) was 40 mg/dl and soda was consumed to address bg. Tandem technical support assisted the customer with correcting time. Although requested, the customer did not upload the pump data for tandem technical support to review.